Event description:
The customer reported a cc (cartridge chemistry) sample probe leak involving a unicel dxc 800 synchron system. The customer removed the tubing from the cc sample probe and observed fluid dripping out of the wash solution inlet tube when the valve should be closed. The customer indicated that less than 5 ml of fluid was found on the tray under the collar wash and the leak was contained within the instrument. The customer was wearing personal protective equipment consisting of gloves and a laboratory coat and no exposure or injury was reported. The customer noted that the leak was discovered during morning maintenance before patient samples were run. No erroneous results were generated and there was no change or affect to patient treatment in connection with this event. Beckman coulter field service engineer (fse) removed the wash solution delivery valve and indicated that the valve was sticking in the open position. The fse cleaned and re-installed the valve and repair was verified per established procedures.

Manufacturer narrative:
(B)(4).